Event description:
It was reported that during the procedure, the physician was feeding the guide catheter onto the guidewire and the curved end of the catheter broke off in the physicians hand. The guide was replaced and the case completed successfully. The pt suffered no adverse effects from the incident.